Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an alert 38 (motor stall) during a supply change and subsequently experienced elevated blood glucose, with a high of 454 mg/dl. The issue was resolved by a supply change and insulin delivery was successfully resumed. Bg began to normalize after followup later that day. No symptoms were reported and no medical intervention was required.